Manufacturer narrative:
The investigation of kit lot 01008z did not find any product problem. Review of the data confirmed that there was no system contribution. (B)(4).

Manufacturer narrative:
The facility name has been truncated due to limitation of the characters (B)(6). The investigation is on going and a supplemental report will submitted on completion of investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from austria alleged 2 patient samples generated discrepant results. Sample 1 generated a positive result for sars-cov-2 with the cobas liat sars-cov-2 & influenza a/b test for use on the cobas liat system. The sample was retested with the simplexa platform, which generated negative results for sars-cov-2. Sample 2: generated positive result for sars-cov-2 with the cobas liat sars-cov-2 & influenza a/b test for use on the cobas liat system. The sample was retested twice on simplexa which generated negative results. The positive results were not reported out and no harm was alleged. 2 MDR's will be filed, 1 for each patient.